Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an antegrade femur shaft procedure on an unknown date, the flexible shaft broke during reaming. All fragments were retrieved successfully, none were left in the patient. This was confirmed by post-operative x-ray. Another spare flexible shaft was used to complete the procedure successfully with no delay. The patient is reported to be in stable condition. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 352.040, lot no.: 9301709: manufacturing location: (B)(4), release to warehouse date: 06.jan.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The returned 5.0mm flexible shaft (352.040) is used in a variety of procedures when reaming of the medullary canal is performed. The returned shaft was received with superficial signs of routine use, and the prongs of its distal tip have sheared off and were not returned. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. Review of device history record(s) showed that there were no issues during the manufacture of the product which would contribute to the complaint condition. The material, material properties, and hardness of the returned part were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. Relevant flexible reamer drawing and shaft component drawing were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The outside diameter of the shaft near location of breakage measured at cq which is within specification per relevant shaft component drawing. The inside diameter of the shaft near location of breakage could not be accurately measured due to the deformation that occurred prior to breakage. During the investigation no, unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The flexible reamers for intramedullary nails technique guide states that the reaming rod must be held in place to secure the reduction head during reaming. It is possible that if a reaming rod was not adequately held in place during reaming that it could agitate connected reamer heads and contribute to them detaching from the distal tips of shafts. It is also stated that the user should not rotate the reamer head when inserting it into the medullary canal, should use the highest speed and slight but uniform force to advance the reamer, and move the shaft back and forth to remove bone chips to prevent jamming of the reamer head. If the recommended guidance was not followed as intended, it could have contributed to the complaint condition. It is also possible that rough usage and/or processing could have caused the shaft to break. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.